Event description:
On (B)(6) 2009, the pt reported an ongoing e6 (mechanical error) on her infusion device. Pt states she followed troubleshooting steps and reports "it just quit". She reports she was not able to clear e6 error. Reviewed steps taken. Pt is currently using backup infusion device. Pt reports she has noticed moisture in the insulin cartridge chamber and she first noticed approx one month ago. Pt reports the condensation smelled like insulin. Reviewed steps taken during insulin cartridge change. Advised to always attach adapter and infusion tubing before insulin cartridge is inserted. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.